Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal left anterior descending artery. After pre-dilation, a 2.50 x 24mm synergy¿ drug-eluting stent was advanced into the 6f non-bsc guide catheter. However, upon advancing, the shaft broke at 21cm from the distal end of the shaft. The device was pulled immediately. The stent was still intact on the balloon. The procedure was completed with another 2.50 x 24mm synergy¿ stent. No patient complications were reported and the patient's status was fine and good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent revealed proximal stent damage. Strut segment 1 from the proximal end of the stent was lifted and pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a break at approximately 201mm distal to the distal end of the strain relief with multiple hypotube kinks. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal left anterior descending artery. After pre-dilation, a 2.50 x 24mm synergy drug-eluting stent was advanced into the 6f non-bsc guide catheter. However, upon advancing, the shaft broke at 21cm from the distal end of the shaft. The device was pulled immediately. The stent was still intact on the balloon. The procedure was completed with another 2.50 x 24mm synergy stent. No patient complications were reported and the patient's status was fine and good.